Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had a cut on the tubing leading to a leak. It was further reported that the blue slide clamp when removed from pump cuts the tubing causing chemotherapy to leak into the pump. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.